Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. The right ventricular lead exhibited noise due to possible electromagnetic interference. Programming changes were made.